Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an e216 communication error and intermittent image loss. Additionally, the shield cover was dirty, and the c-cover had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign material in the c-cover and dirty shield cover could not be established. A root cause could not be identified. Based on the results of the investigation, the cause of the e216 communication error and intermittent image loss was due to a corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.